Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime test. Unit received stuck in motor error alarm loop during bolus and basal delivery and e alarm confirmed in the history file. Motor was tested outside the device and passed. The motor may have an intermittent failure that was not detected during our testing. No a alarm during testing noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error followed by another error alarm. Customer stated that he was able to prime the insulin pump, however when attempting to bolus he was receiving a motor error alarm. An e70 alarm was also noted in the alarm history. Troubleshooting was performed and the drive support cap was noted to be normal. Customer was able to complete the rewind sequence. Displacement test and self test was conducted and both passed. Customer's blood glucose reading at the time of the call was 600 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.